Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with 200-300 units of insulin. The customer's blood glucose level was 200 mg/dl. Review of the pump data logs showed that on (B)(6) 2017, the insulin gauge displayed 230 units and decreased to 105 units after the delivery of 77.16 units. Additionally, on (B)(6) 2017, the logs showed that the cartridge was filled with 271 units, and the insulin gauge decreased to 190 units after approximately delivering 32 units. It was confirmed that the customer had an alternate method of insulin delivery available.